Event description:
It was reported, the olympus esg-100, 100...120 v~, displayed error code e234. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device evaluation found the power would not turn on. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty communication board. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue was found during preparation for use for a therapeutic hemostasis procedure. It was completed with another device.